Manufacturer narrative:
A patient experienced a cerebrospinal fluid leak post-implant procedure was reported to abbott. The patient experienced a headache. A blood patch procedure was performed to address the issue. No devices were returned for evaluation or disposal. The event information pertaining to this incident has been reviewed. Based on the information received, the extent to which surgical technique contributed to the csf leak cannot be ascertained nor can the cause of the reported incident be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-01398. It was reported the patient was not discharged from the hospital due to experiencing a suspected csf leak and headache. A blood patch was performed to address the issue.